Event description:
It was reported that during a treatment procedure, in an area of marked irregularity and contrast density change in the proximal rca at the site of previous occlusion, the physician experienced balloon catheter removal difficulties. Ptca was performed with an undersized balloon to allow passage of another MFR's stent. Intravascular ultrasound was performed to access appropriate stent size. The artery measured 6mm beyond the area of disease and 4.9-5.3mm within the diseased segment. The stent was deployed at 12 atms. Both ends of the stent deployed nicely, but the center of the stent did not deploy to greater than a diameter of about 3mm. The stent balloon was removed without difficulty. The nc monorail was inserted and inflated to 10-12 atms, resulting in full stent expansion, but the physician was then unable to withdraw the balloon into the guide catheter. He pulled the catheter into the ascending aorta and attempted to inflate and deflate several times without success. He then withdrew the guide wire, guide catheter and balloon to the femoral artery, but the balloon would not come through the sheath. Several attempts to remove the balloon using negative pressure and a buddy wire were unsuccessful. They then used an exchange guide wire and the guide catheter, wire, sheath and balloon catheter were removed, but the exchange wire was also inadvertently removed with them. The left femoral artery puncture was then performed to obtain final angiograms to access stent placement. The stent site appeared to be widely patent with no evidence of localized dissection. No hematoma was noted at the initial puncture site and pulses were excellent. The pt was reported to be doing well and was discharged to home 05/2002.